Event description:
The customer reported the system had a collimator error, locked up, and had to be rebooted. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.